Event description:
It was reported that the vns patient was scheduled for surgery due to unknown reasons. Follow-up revealed that the patient underwent surgery on (B)(6) 2014 due to protrusion. The patient had been experiencing discomfort at her lead site. During the procedure, the surgeon noted that the protrusion and discomfort were due to a tie-down. The surgeon removed the tie-down, repositioned the lead, and closed the patient. No further information relevant to the event has been received to date.